Event description:
It was reported the endoscope reprocessor had a crack in the center of the lid. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the crack and replaced the lid. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being submitted to correct the initial reporter's position and provide the results of the manufacturer's investigation. It was previously reported the initial reporter was not a healthcare professional. On 25aug2021, the initial reporter provided their position as surgery director at the facility. The following fields were updated. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes impact with a scope or hard object during handling. The IFU contains the following statements that may help detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged" . Olympus will continue to monitor the field performance of this device.